Manufacturer narrative:
The field service engineer manually cleaned the dilution vessels, verified the alignment of dilution fangs at each vessel, inspected and cleaned the vacuum and sipper nozzles, replaced the sample probe, and adjusted the rinse level for the ise sample probe. He found the dilution vessel was not performing the ultrasonic mixing and he replaced the ultrasonic unit assembly. He ran ise checks and the customer performed calibration, qc, and patient comparisons with all results within specifications.

Event description:
There was an allegation of questionable iuse indirect gen 2 sodium results from the cobas 8000 cobas ise module. Sample 1 initial result was 127 mmol/l and the repeat result was 133 mmol/l. Sample 2 initial result was 134 mmol/l and the repeat result was 140 mmol/l. Sample 3 initial result was 129 mmol/l and the repeat result was 135 mmol/l. Sample 4 initial result was 127 mmol/l and the repeat result was 133 mmol/l. Sample 5 initial result was 115 mmol/l and the repeat result was 121 mmol/l. Sample 6 initial result was 133 mmol/l and the repeat result was 139 mmol/l. Sample 7 initial result was 135 mmol/l and the repeat result was 141 mmol/l. Sample 9 initial result was 131 mmol/l and the repeat result was 137 mmol/l. The initial results were reported outside of the laboratory and corrected reports were sent. The electrode lot number and expiration date were requested but were not provided.

Manufacturer narrative:
The investigation determined the issue was resolved after the service actions.